Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and low blood glucose level. Customer¿s low blood glucose level was 38 mg/dl and the blood glucose went upto 433 mg/dl. Current blood glucose was 457 mg/dl, 402 mg/dl. Customer treated low blood glucose with food and high blood glucose with insulin pump. Customer had been using insulin pump system within 48 hours of reported low and high blood glucose event. The auto mode feature was active at the time of event. Customer received change sensor alerts and calibration not accepted alerts. The insulin pump will not be returned for analysis.